Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. Also, the t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an inaccurate fill estimate after loading a cartridge with over 300 units. Reportedly, the customer had been filling the cartridge with cold insulin and filling past the 3 (ml) mark on the syringe. The pump displayed an initial estimate of +240 units. Subsequently, the pump displayed 4 units however the customer had delivered 40 units total after loading the cartridge. The customer's blood glucose level was 175 mg/dl. The customer reloaded the cartridge and received an accurate estimate.